Event description:
Report received of an antisiphon valve not working. It was reported that there was a "freeflow" of IV fluid from a tubing set with an integral antisiphon valve. During a practice session, the pharmacist primed the tubing set. After priming the set he squeezed the IV bag and IV fluid continued to flow. The amount of pressure applied to the bag and the rate of flow could not be quantified. No pt was involved. No further info was provided.